Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient weight not provided for reporting. Date of event: unknown. Additional product code: kwp. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the screws at c7 broke, revision surgery was required, and broken screws were left in the patient. Per surgeon, screws at c7 broke due to the patient not healing at the c6-c7 level. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon performed a c4-c7 posterior cervical fusion on the patient with synapse 3.5mm rod on (B)(6) 2015. At an unknown point in time the patient broke the c7 screws. Surgeon said this was due to the patient not healing at the c6-c7 level (nonunion). The screws that broke were synapse 3.5 mm shaft screws. They broke at about the point where they transition from the shaft to where the threads begin. Patient was revised on (B)(6) 2016. During the revision surgery, surgeon removed all the hardware from the initial surgery except for the broken screws that remained in the patient at c7. He then replaced the screws at c4, c5, and c6 with new synapse 3.5mm rod screws. He then extended the construct down to t1 and t2 and placed new screws there and then connected the rods. He skipped the c7 level that had the broken screws. The new construct is now from c4 ¿ t2. Surgery was completed successfully with no surgical delay and any other medical intervention required. This complaint involves 2 devices. Concomitant medical devices reported: 3.5mm ti cancellous polyaxial screw 14mm (part #04.614.014, lot # unknown, quantity 6), ti locking screw (part # 04.614.508, lot # unknown, quantity 8), 3.5mm ti curved rod 80mm (part #498.137 , lot # unknown, quantity 2). This report is 2 of 2 for (B)(4).